Event description:
Event description guidant received information that during an elective device replacement procedure, this device was programmed from unipolar to bipolar ventricular lead configuration. This program change caused the lead safety switch to trigger.